Event description:
Device 3 of 3. Reference MFR reports: 1627487-2011-01076 and 01077. The pt received a scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that during a lead explant procedure on (B)(6) 2010 (reference MFR reports: 1627487-2011-01076 and 01077), the first contact on one of the pt's leads became stuck in the ipg header and broke off upon removal of the lead. As a result, the ipg needed to be explanted and replaced during the procedure. No further issues have been reported. The explanted ipg was returned to the MFR for analysis.

Manufacturer narrative:
Eval results: inspection of the top septum showed evidence of a stuck terminal end electrode. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.